Event description:
It was reported that one day post implant high hv lead impedance was observed. Connection issue was noted. The lead was reconnected and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.